Event description:
Clinic notes from the surgeon dated (B)(6) 2013 note that the patient's mother states the patient has experienced an increase in seizures. The notes indicated that the patient has been referred for generator replacement. Clinic notes from the neurologist dated (B)(6)2013 note that the generator battery is showing 70% and at risk of running out if they wait too long. It was noted that the vns is crucial for controlling the patient's long seizures. It was noted "per patient and caregiver, the seizures are stable". It is unknown whether or not the increase is above vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the fluctuations in the number of seizures in clinic notes since implant are part of the patients normal seizure pattern and not an increase in seizures. It was reported that the increase noted in the notes were less than pre-vns baseline frequency. It was reported that the cause for the magnet not stopping the seizures was unclear and that there was no suspected issues.

Event description:
An implant card was received indicating that the patient underwent generator replacement. The explanting facility reported that the explanted generator was discarded and will not be received for analysis.